Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a laparoscopy procedure, the subject device image was in and out intermittently. The procedure was completed utilizing a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer¿s allegation was unable to be confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: a break in the fiber(s), the device failed to be cleaned adequately, dirt observed on the unit, dents on the distal edge and cracks on the cover glass. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during preparation for a laparoscopy procedure. The subject device image was in and out intermittently. The procedure was completed utilizing a similar device. There were no reports of patient harm.